Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a preparation for an angioplasty procedure a balloon rupture was noted. The lesion being treated was located in the heavily calcified and mildly tortuous vessel. The physician loaded a 12mm x 3.50mm nc quantum apex mr balloon catheter onto an unknown guide wire and the balloon was noted to be ruptured. The device never entered the patient and the procedure was completed with a different deice. No patient complications were reported.